Event description:
Hcp reported after 41 months of service life the device was returned for analysis because the pump didn't infuse. Drug used - morphine. The device was returned to the manufacturer for analysis.